Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. One nitinol crown was observed protruding through the capsule tip. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolut fx 34mm valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the actuator, the valve deployed with a crown overlap to node 2 which is acceptable as per instructions for use (IFU). The reported event for protrusion component could be confirmed in the analysis. The reported event for unable to load could not be confirmed in the analysis. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, at the end of loading, the health care professional (hcp) loading the valve observed a protrusion component on the capsule. This was felt with their hand and it was commented that the capsule was damaged/defective and not smooth. The capsule was not flush with the nosecone of the delivery catheter system (dcs). The dcs was not used and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.